Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported there as a leak detected during an unk procedure. The case was completed with the same like product. There was no pt consequence.